Event description:
It was reported that customer experienced repeated cartridge alarms on insulin pump, including tandem mobi cartridge alarm and confirmed cartridge alarm 35, which did not occur during cartridge loading and had also occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, instructed customer to place malfunctioning pump in storage mode and return it within specified time using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.